Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips technical consultant (tc) onsite for further evaluation. The tc confirmed the customer called in one issue and the dispatch department created three different work orders when there was only one issue the whole time. There was no alarms issue, only an overview drops connection with the surveillance that caused the overview sectors to drop. The customer experienced the surveillance stations related to only telemetry randomly rebooting. This issue was escalated to a national support specialist (nss). The nss assigned to the case, further looked into the matter and reviewed the scans (logs) provided by the customer. The nss did not see anything that may be causing the issue and closed the case. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the alarms were not audible intermittently. The device was in use on patient at time of event, there was no adverse event reported.